Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh, bard the avaulta plus anterior support system and bard the avaulta posterior biosynthetic support system were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency. (B)(4).

Manufacturer narrative:
It was reported that following insertion mild urinary incontinence and urinary urgency. (B)(4).

Event description:
It was reported that following insertion mild urinary incontinence and urinary urgency.